Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs instrument was analyzed and found to have blade damage at the tip of the blade. One of the blade edges was indented which prevented the blades from closing, moving with difficulty or delaying the movement caused by the blade damage indentations. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws on the monopolar curved scissors no longer closed completely, and it had 5 out of 10 lives remaining. This resulted in a longer operating time, due to the wait for a new sterile monopolar curved scissors to continue the procedure. The procedure was completed with no patient harm.